Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850jhu produced an electrical burning smell while being used on a patient. It was further reported that the unit was disconnected when someone noticed "smoke coming from the [mr850] heater". The healthcare facility confirmed that the humidifier displayed an e-21 error code when it was turned on. No patient consequence was reported as a result of this incident.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850jhu produced an electrical burning smell while being used on a patient. It was further reported that the unit was disconnected when someone noticed "smoke coming from the [mr850] heater". The healthcare facility confirmed that the humidifier displayed an e-21 error code when it was turned on. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr850jhu respiratory humidifier is en route to fph in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: visual inspection and operational check were conducted on the returned complaint mr850jhu respiratory humidifier. The pcb board was also visually inspected for damage. Results: no physical damage was noted with the returned humidifier. No "electrical burning odor" was observed and no smoke came out of the unit when it was powered on. However, an e21 error code was displayed in conjunction with an audible alarm and flashing of "see manual" indicator. Visual inspection of the pcb revealed that the capacitor was discoloured and the other board components were heat damaged. Conclusion: the reported smoke and electrical burning smell were not observed during testing; however, some components on the pcb were damaged. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees c and disables the heater. The humidifier also features a thermal cut-out on the heater plate which limits the maximum temperature of the gas entering the system. An e21 error code, as observed on the humidifier display, indicates that the heater-wire circuit of an mr850 has malfunctioned. If an mr850 displays an e21 error code, the unit will stop heating and will give a heater wire alarm.